Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the interstim device was working well until (B)(6) 2022, when they were involved in a serious accident with a truck. Since the accident they have been experiencing severe, excruciating pain around the battery site. They had an x-ray, and their doctor confirmed that the leads and battery appeared to be intact. However, they are still in significant pain and believe the device may have been damaged in the accident. They would like a more knowledgeable provider to re-evaluate her interstim and are considering an upgrade.

Event description:
Additional information was received from the patient. They reported that due to this accident they had been working with an attorney and they got approval for no fault insurance and had sent in paperwork, but it is unclear where this paperwork went. The patient being in pain was mentioned again and how this no-fault insurance would give the patient the ability to get their device removed since they don't have another type of insurance. They needed a doctor who would except this coverage, but the manufacturing representative (rep) indicated they've been working with the patient and have been unable to find a doctor that accepts it. The rep offered to meet with the patient, but the patient just wants surgery.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 3889-28, lot# serial# (B)(6), implanted: (B)(6) 2008, product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient 2026-jan-13. The patient reported that they had contacted the doctor who manages their device about the issue and were still waiting. They reported that the motor vehicle accidents effect on the implant was determined. The patient reported that they were almost killed upon impact from being slammed from a speeding big mac truck. Their entire left side. They stated that they've been suffering for 4 years. They reported that steps taken to resolve the issue included that on (B)(6) 2022, pain was present and had progressed immensely. The implant wires were affected on the left side when they were slammed against their door before passing out. An additional handwritten note attached to the letter from the patient reported the following: on (B)(6) 2022, they were almost killed from a speeding mac truck. They had suffered enough. The left side electrical stimulation was fading away. The r side was perfect. They remember their left side where the device was present was 1000 percent affected. They were in bad shape. They stated that they pray because they know the box and battery chip were injured on the far left side. They requested to be cut open to see what's going on. They loved life and needed the device back quickly. They knew it would come down to this.